Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: electrical shorting. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the crossfire 2 started smelling like burning when testing the max power output. The handpiece was connected to an esu analyzer to measure the output, however when the cut button was pressed, a boom sound was heard from the crossfire 2 and a burn smell emerged from it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the crossfire 2 started smelling like burning when testing the max power output. The handpiece was connected to an esu analyzer to measure the output, however when the cut button was pressed, a boom sound was heard from the crossfire 2 and a burn smell emerged from it.